Event description:
It was reported while testing for sars-cov-2 4 false positive results were obtained. Confirmation testing performed using an unspecified test method and the result was negative. Multiple attempts have been made to obtain additional information, the customer has not responded. Eua # (B)(4).

Manufacturer narrative:
Investigation summary: this memo is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082 ), batch #0261842. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. However, there is a trend against false positive results. Bd has initiated CAPA (corrective and preventive action) # 1878253 to further investigate. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Manufacturer narrative:
The following fields have been updated with additional information: d.4. Medical device lot #: 0261842. D.4. Medical device expiration date: 2021-01-18. H.4. Device manufacture date: 2020-09-25.

Event description:
It was reported while testing for sars-cov-2 4 false positive results were obtained. Confirmation testing performed using an unspecified test method and the result was negative. Multiple attempts have been made to obtain additional information, the customer has not responded. Eua # (B)(4).

Manufacturer narrative:
Eua # (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while testing for sars-cov-2 4 false positive results were obtained. Confirmation testing performed using an unspecified test method and the result was negative. Multiple attempts have been made to obtain additional information, the customer has not responded. Eua # (B)(4).